Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) the patient died. The stent implantation location was a venous lesion in the superior vena cava. The wallstent-uni 16x40mm stent was implanted in the svc/rbcv. At the hospital discharge the subject was alive. The control performance at discharge reported evidence of improvement in the luminal diameter to less than 30% residual stenosis and hemodynamic success. Clinical success was reported. The blood pressure and serum creatinine were not provided. At the 1 month follow up the patient was alive. The control performance showed there was evidence of improvement in the luminal diameter to less than 30% residual stenosis, hemodynamic success and clinical success. Renal value and b/p were not reported. The 3 month, 6 month and 12 month follow up were not provided. At the 9 month follow up visit there was no other information except death and date of death. Noted, the date of death was approximately 2 months after the procedure, in (B)(6) 2008.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.